Manufacturer narrative:
Batch review performed on 14 january 2022. Lot 2111760: (B)(4) items manufactured and released on 27-sep-2021. Expiration date: 2026-sep-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs manager: delayed infection in cementless tha, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional item involved in the event, batch review performed on 14 january 2022: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2101454 lot 2101454: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-may-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Infection after wound healing disorder. Head and liner revised 2 months after the primary surgery.

Event description:
Infection after wound healing disorder. Head and liner revised 2 months after the primary surgery.

Manufacturer narrative:
Batch review performed on 14 january 2022. Lot 2111760: (B)(4) items manufactured and released on 27-sep-2021. Expiration date: 2026-sep-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs manager: delayed infection in cementless tha, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional item involved in the event, batch review performed on 14 january 2022: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2101454 lot 2101454: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-may-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.